Event description:
An impella cp was inserted via right femoral artery post percutaneous coronary intervention in a 63-year-old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were not included. The patient¿s clinical state prior to initiation of support was scai stage c. On day three of support, the patient self extubated and then pulled the impella out. During closure there was a suspected clot in the femoral artery. Thrombus is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information received in b5.

Event description:
After the removal and closure physician stated he suspected or wanted to rule out a thrombus and was going to order a CT next day.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported thrombus/thrombosis could not be determined due to insufficient clinical information. Regarding the device in wrong position, the cause of the positioning issue was determined to be use related per clinical details that the patient pulled the impella out after self-extubation. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation."